Event description:
Caller reported a malfunction on the pump, which was indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arose.